Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported false positive results with the use of an ID now machine. The customer reported an increase in the facility's results not coinciding with the pcr machine. No additional patient information, including product type, treatment and outcome, were provided.

Manufacturer narrative:
This supplemental report is being filed to correct the previously reported aware date from (B)(6) 2021 to 0(B)(6) 2021 when the unspecified device was determined to be the ID now covid-19 assay.